Event description:
It was reported that during a ptca treatment procedure, the bio ranger 20/3.0 mm balloon ruptured at 15 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a 90% stenotic lesion in a tortuous proximal right coronary artery. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'good'.